Event description:
It was reported that the customer received a compromised force sensor system alarm. The custom stated that she rewound her insulin pump, placed insulin in and the insulin kept exiting out. The customer's blood glucose was over 400 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. The customer stated that she had dropped the insulin pump after coming out of the shower and that the drive support cap was flushed. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump also had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.